Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The suction cylinder was shaved. The insertion tube and universal cord were scratched. The protector of the universal cord on the endoscope connector side was scratched. The bending section could not be bent to the right due to wear of the angle wire. Due to wear of the angle wire, the left angulation did not meet the reference value. The insulation resistance value did not meet the standard value due to the breakage of the insertion tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material had adhered to the forceps elevator. In addition, there was a gap in the adhesive area between the plastic cover and the distal end, which made the inside of the light guide lens dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report and provide additional information. The initial report reported dirt inside the light guide lens, but additional information provided by olympus medical systems (B)(4) revealed that no dirt was found inside the light guide lens. The MDR reportable malfunctions identified by (B)(4) evaluation were foreign material adhering to the forceps elevator and the gap in the adhering area between the plastic cover and the distal end. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by (B)(4), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, foreign material may have adhered to the forceps elevator due to improper reprocessing by the user. In addition, the adhesive between the distal end cap and the distal end may have deteriorated due to the effects of chemical stress during handling and the storage environment, resulting in a gap in the adhesive at the distal end. The instruction manual states the brushing method around the forceps elevator. In addition, the instruction manual states to perform a quick precleaning and a leakage test and a warning about poor storage environment. Therefore, omsc determined that the user was able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.